Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor of an event that occurred during use of an c-flex 570c intraocular lens (iol). The event description provided to rayner states that the haptic broke.

Manufacturer narrative:
The ref (B)(4) was allocated to this event by rayner intraocular lenses limited. To date, very limited information on the reported event has been made available to rayner. Rayner continues to liaise with the distributor to obtain additional information on the case of haptic breakage in order to facilitate further investigation of the event. The distributor in correspondence with rayner stated that they had not yet received the c-flex 570c iol subject to this report. Rayner is currently in the process of trying to ascertain whether the device will be made available for inspection/analysis. Our review of production records for the c-flex 570c iol batch 112e42843 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol (november 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex 570c iol batch 112e42843. Due to limited information available at this time, a root cause of the reported haptic breakage cannot be ascertained.